Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the operating room the following day, repositioned the stimulation lead beneath the tissue, re-sutured, and closed. Patient will continue the previously prescribed course of antibiotics postoperatively.